Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient had another manufacturer's partially collapsed stent graft. The plan was to angioplasty the other manufacturer's stent graft and reinforce it with a 28x28x150 valiant distal main. Image quality during deployment of the valiant stent graft was not optimal and the left common carotid was partially occluded. The physician decided an open repair was in the patient's best interest. The patient was doing well following the open repair. The open repair did not involve removal of the stent grafts; however, details are unknown as the rep was not involved in that part of the procedure and no further information was provided. No clinical sequelae were reported ant the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (occlusion, inaccurate delivery of stent graft); related to operational context (valiant distal main stent graft was used in the proximal thoracic aorta). Evaluation, conclusion: operational context contributed to event (valiant distal main stent graft was used in the proximal thoracic aorta).